Manufacturer narrative:
One used device was returned for evaluation. Testing of the returned device showed no immediate leakage. Later during testing, when the inflation line was manipulated, leakage did occur. Examination of the inflation line showed 2 small holes (only visible under magnification). The examination of the device history record showed no nonconformances. The root cause could not be definitely confirmed; however, the issue identified could not be attributed to the manufacturing of the device.

Event description:
Reporter stated that the device was used with patient in home care. According to reporter, the cuff was found to leak (time in use not reported). The device had been reprocessed three times, prior to this event. The user reportedly followed the recommended cleaning instructions to reprocess the device. Additional information has been requested regarding patient outcome and not received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).